Manufacturer narrative:
Product investigation evaluation: a tfna blade/screw guide sleeve (part 03.037.017) was received at the investigation site with no visible defects. The sleeve had never been used in a surgery, nor were there signs of wear. Upon investigation, the guide sleeve appeared to fit properly within the returned aiming arm. Once aligned, the guide sleeve slid into the aiming arm bore as expected without requiring any applied force. The major diameter of the threaded portion of the sleeve was checked using a micrometer and found to be 16.537 mm, which is outside the limit of 16.52 mm +0 mm/-0.03mm specified in the relevant drawing. Because the values were measured using uncontrolled equipment at the investigation site, the part is pending a manufacturing evaluation to confirm this result. The aiming arm appeared to be in tolerance. If true, this would have made the fit between the aiming arm and guide sleeve tighter, which could make it seem more difficult to insert the guide sleeve. Although the guide sleeve seemed to fit properly in the aiming arm, a manufacturing evaluation will determine if the sleeve is out of tolerance. Manufacturing investigation evaluation: the product was returned in a packaging different from the original packaging. The laser etching was readable with slight traces of repeated use visible on the instrument. A device history record review was performed for the affected lot with no abnormalities or deviations detected that could lead to the complaint failure. All dimensions relevant for the function of the product were measured and found to fulfill the specifications. Additionally, the material was also checked and found to be comprised of the right material when processed. Based on this information, the complaint is rated as not confirmed and not valid from the point of view of the manufacturing site. No manufacturing related issues were identified and/or confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. Manufacturing site: (B)(4). Manufacturing date: september 15, 2015. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the aiming arm and guide sleeve do not slide together. There was no patient involvement. This is report 2 of 2 for (B)(4).